Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the cardiac resynchronization therapy defibrillator (crt-d) battery depletion was quicker than expected. The crt-d remains in use. No patient complications have been reported as a result of this event.